Manufacturer narrative:
H6: investigation: bd received 7 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for incorrect placement of tubing with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for incorrect placement of tubing with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the tubing was found to be separated or kinked. The following information was provided by the initial reporter. The customer stated: "the tubing was adhered to each other."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the tubing was found to be separated or kinked. The following information was provided by the initial reporter. The customer stated: "the tubing was adhered to each other."